Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: h3, h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over twelve (12) years since the subject device was manufactured. Based on the investigation results, no image, could not be identified. The root cause could not be determined. Based on the ter, as patient board failure has been confirmed, it is presumed that [no image] occurred due to patient board failure. The events can be detected and prevented in accordance with the following sections of the instructions for instructions for use: ¿labelling review: not applicable since it is not a defect caused by user misuse.¿ olympus will continue to monitor the field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the video system center exhibited no image with bf-1t150 scope due to faulty patient board. There were no reports of patient involvement.